Manufacturer narrative:
The case reported on 8043484-2020-01769 was found to be a duplicate of the event reported in 8043484-2020-01767, therefore the complaint reported in 8043484-2020-01769 will be closed. The current investigation will be discarded. The correct investigation and findings will be reported in the supplemental report for 8043484-2020-01767.

Event description:
It was reported that when the device was placed on a patient, the full canister alarm was triggered. The same problem occurred with another canister from a different lot number.